Event description:
It was reported by service report that the upper handles were worn and the lower right lift handle grip was torn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - flip-up handle.